Event description:
It was reported that prior to the start of a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the insulation of the monopolar curved scissors was bad at the end. The black insulation was scraped off at the end by the orange. Noticed prior to start the procedure, they used it for 10 minutes with no issue, then they replaced it. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: initial reporter confirmed that the damage was observed on the shaft of the monopolar curved scissors (mcs) just before the orange section at the distal end of the instrument. There was no damaged noticed on the tip cover accessory. There were no signs of arcing. The missing part of the insulation was discovered prior to the case. The mcs was inserted and removed from the cannula without difficulty.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the monopolar curved scissors instrument associated with this complaint and completed investigations. The instrument exhibits scratch marks/abrasions on the orange plastic section of the tube extension. As a result, the orange plastic beneath the laser marking was exposed. Tube extension scratch marks measured roughly 0.09 x 0.216¿. There was material missing.